Manufacturer narrative:
Product visually evaluated at hospital. Photographs taken that clearly show staple jammed in the overstitch suturing arm.

Event description:
Patient admitted for a stoma repair procedure. Patient had a previous abdominal/stomach procedure with previously placed metal staples. The staples were imbedded in the stomach tissue and were not visible by the physician through the endoscope. The physician used the overstitch device to deliver the first suture successfully and then, during delivery of the second suture, the second suture encountered an unseen previously placed staple. The staple became jammed in the overstitch device causing the suturing arm to become stuck in the closed position. The suturing arm could not be opened using standard endoscopic techniques. The end cap was separated from the endoscope and the endoscope and overtube were removed from the patient. The physician then used a laparoscopic procedure to access the patient's stomach and surgically remove the end cap and staple. Following end cap removal, visual inspection confirmed a metal staple was jammed in the suturing arm. The overstitch device did not malfunction nor was there any user error.